Manufacturer narrative:
The delivery system and stent graft were returned to endologix; the stent graft had multiple graft tears and the delivery system contained damage to the metal hypotube and to the front sheath. The report states that the outer sheath could not be pulled back to expose the limbs which indicates that the physician may have attempted to deploy the stent graft using method contrary to the IFU. There is no indication that there is a manufacturing issue. Review of lot records/work orders, prior reports. No issues were noted. Inadvertent perforation of the iliac artery during removal of the delivery system.

Event description:
Patient presented with severe calcification and moderate tortuosity in the iliac vessels. Access with a 28-16-140bl bifurcated device was difficult due to calcification. During an attempt to deploy, the physician was unable to retract the white hub to the red hub to expose the limbs, had attempted several times to manipulate the device, and still not successful. The delivery system was removed and inadvertently perforated the iliac artery just distal to the aortic bifurcation. A second bifurcated device was immediately deployed to exclude the perforation, however, the patient had gone into cardiac arrest. The physician attempted to resuscitate the patient, however unsuccessful, and the patient died.